Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent the tfna implant procedure to treat the subtrochanter fracture. Approximately one (1) year after the surgery the tfna nail broke. The revisions surgery was performed on (B)(6) 2021. During manufacturer's preliminary investigation of the provided images, it was identified that the unknown locking screw it bent. This report involves one (1) 10mm/125 deg ti cann tfna 380mm/right - sterile. This is report 1 of 1 for (B)(4).

Event description:
This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a photo investigation was conducted. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed and the complaint condition is confirmed. The distal screw appears to be broken at the junction between the nail and the screw in the x-ray provided. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.